Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon interrogation post procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to capture. The patient was given a temporary pacing catheter to maintain the heartrate. Chest x-ray was performed and confirmed that the rvlp remained in the rv. During the retrieval procedure of the rvlp, it was noted that the rvlp had dislodged and migrated into the left pulmonary artery. The rvlp was retrieved, and a traditional pacing system was implanted. Patient condition was stable.